Manufacturer narrative:
Further information was requested but not received. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported that the patient presented with infective endocarditis. The patient underwent a pacemaker system explant procedure. Prior to the extraction, a right ventricular (rv) lead was inserted through the internal jugular (ij) vein due to patient¿s heart block. The physician then explanted the entire system, including the pacemaker, right atrial (ra) lead, and two rv leads. A new ra lead was implanted. The patient remained in stable condition.